Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Batch # m52n9x. The analysis found that one ec60a device was returned in good visual condition and with an ecr60g cartridge reload present. The cartridge was received sterile and unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a green charger was used. The stomach was partially cut by the clamp. The staple line was incomplete. The blue test was performed for tightness, and it was negative. The procedure was completed without difficulty - another like device was used. The charger with the clamp are available for return. There were no adverse consequences for the patient.